Manufacturer narrative:
Correction: MDR#1020279-2014-00728 was filed in error; the explanted product was not a smith & nephew product.

Event description:
It was reported that revision surgery was performed.